Event description:
It was reported that: "white tabs broke off of glidethru sheath while inserting PICC."procedure successful." There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). UDI #: (B)(4). The customer returned one peel-away sheath. Signs of use were observed on the peel-away tabs. Visual inspection of the peel-away sheath revealed that the extrusion was separated adjacent to the tab. Remains of the extrusion were still attached to the separated tab. The other tab was intact. Both sides of the sheath were split completely down the extrusion score lines. It was also noted that the appearance of the sheath extrusion along the split was not completely smooth. The sheath body length from the tabs to the distal tip measured 2 7/8", which is within the specification limits of 2 5/8" - 2 7/8" per the peel-away product drawing. The outer and inner diameter of the sheath could not be performed due to the condition of the returned sample. Functional testing could not be performed due to the condition of the returned sample. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for batch 34c23d0085 to address the issue of a peel-away sheath tearing incorrectly. The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.